Manufacturer narrative:
One sample of taperguard endotracheal tube was received for evaluation and the customer reported complaint was confirmed. An inflation/deflation test was performed and air was applied to the cuff. It was observed the cuff deflated after a few seconds. A visual inspection was performed and it was observed the cuff presents a small cut. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a hole was found on the tip of the tube and a leak was found when the tube was removed from the patient post operation. The tube was inspected prior to use and nothing abnormal was found. Recannulation of a replacement tube was not required. There was no patient harm.